Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Review of the run data file showed a slight delay of cells exiting the lrs chamber at the start of the platelet collection. Once the platelets started to exit the lrs chamber, they were collected at the expected platelet concentration. It is possible, though not conclusive that the ¿draw pressure too low¿ alerts, which occurred just after the start of the platelet collection in combination with the flow adjustments temporarily disrupted the steady state of the lrs chamber, causing some wbcs to escape. It cannot be ruled out that this leukoreduction failure is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information.

Event description:
The platelet collection set is not available for return because it was discarded by the customer.